Manufacturer narrative:
(B)(4). Carefusion has received the complaint device and is currently performing an investigation into the reported issue. A follow up MDR will be sent once the investigation has been completed.

Event description:
A loose connection was found between the 22mm adaptor and the tube to the humidifier. The circuit became disconnected while on a patient causing a leak in the circuit. The vent alarmed low pressure, and that alerted the circuit issue to the rts. They quickly changed the circuit without any patient compromise. The circuit was in use for greater than 6 hours. "This is a 3100 circuit; there was an immediate patient decompensating drop in spo2, and no ventilation after the circuit disconnected. The patient was very sick, and when this kind of circuit disconnects the ventilator stops".

Manufacturer narrative:
Representative samples were received for evaluation. A visual and dimensional inspection was completed. The units were all found to be within specification, and no disconnection was observed. The customer also provided a photo for investigation. The reported disconnection was observed in the photo; therefore the reported failure was confirmed. The device history record was also reviewed for the reported lot number, and no issues were found. It is possible that manufacturing personnel failed to follow the manufacturing process causing the incorrect assembly. Personnel have been retrained on the procedure.